Event description:
It was reported that patient underwent primary hip arthroplasty in 2002. Patient initially did well, but began complaining of hip pain late 2005. Metallosis was noted during revision procedure in 2006 and acetabular components were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of device in process, but not yet complete.